Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a lower rate or volume than programmed (under infusion) during flow rate testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported failed flow rate test which was reproduced. The device tested for flow accuracy and was found to under-infuse within product specification. The reported symptom was verified and found to be caused by a pressure plates which were out of adjustment. The pressure plates were adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.